Event description:
The following event occurred during treatment of a right-sided paraclinoid aneurysm. The aneurysm was not ruptured and had not been previously treated. The aneurysm size was reported to be the following: height: 7.0 mm, width#1:6.0 mm, width #2: 6.0 mm and the neck of the aneurysm: 4.0 mm. During placement of the first coil, it was determined that the coil was too large in length. The coil was not detached and instead retrieved. During placement of the fourth coil (matrix firm 2d), the coil stretched and broke. 50% of the coil was retrieved with an attracter. The remainder was left in place. The post-embolization angiographic result revealed a residual aneurysm.